Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No damage was observed to the pump keypad cover; however, the keypad symbols were worn. During testing, all of the pump keypad buttons responded properly; none of the buttons were sticking. The keypad cover was removed and no contamination or damage was found to the key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad tactile change issue. The keypad buttons are intermittently sticking and unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.